Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient had experienced shocking at the ipg site and as a result had not used or charged the ipg in a couple of years. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The reported event of charging issue/not holding charge/shocking sensation was not confirmed. As received, the ipg would not communicate due to a depleted battery as the patient had not charged the ipg in a couple of years. The ipg battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Also, it passed discharge test. No root cause was identified for reported event.